Manufacturer narrative:
A review of the device history record traceable to the reported serial number indicates that the product was processed and released according to the product¿s acceptance criteria. A review of the technical service onsite history showed no abnormalities that could have contributed to this event: laser was successfully verified prior to and after treatment date. Logfile review shows that the treatment was interrupted by the user with releasing of the laser pedal and then aborted due to pressing the vacuum one foot pedal. There was no technical problem. Patient interface returned for failure analysis: visual inspection of the tubes shows no abnormalities. Functional testing of the patient interface with the system shows that the docking on a rubber test eye was performed without issue and a treatment would be possible. The docking process was retried but no lack of suction or unstable suction could be reproduced. The root cause is user handling. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A surgeon reported suction was lost during the bed cut of a flap creation. The cut was incomplete. The patient will be retreated in two months. There are two related reports for this patient. This report addresses the patient's right eye, and another manufacturer report will be filed for the fellow eye.